Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during rotator cuff repair surgery, the tip of the firstpass mini broke during suture loading outside the patient. A backup device was available to complete the procedure with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of the customer provided image shows a used firstpass with a detached suture catcher. Also shows the packaging of the device and confirms part number 72290128 and lot number 2062322. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes.